Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high capture thresholds. No additional adverse patient effects were reported. Several good faith efforts were submitted to the field to obtain product return. No response was received. Should this device be received for analysis, a supplemental report will be submitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.